Event description:
It was reported that the patient¿s stimulator had ¿no battery¿ for the last 3 months. The patient tried using it in (B)(6) and was ¿not getting anything from it.¿ the device had worked well for her pain when she used it. The patient had been sitting a lot due to unrelated knee and rotator cuff surgery and managed without the device. The patient had recently been more active and started to have more pain. She was unable to sleep at night due to pain down her leg. The patient wanted to resume therapy and did not want to go through surgery. The patient had not seen her physician. It was further reported that the device was at end of service (eos). A replacement surgery was set up. The patient had been using advil for pain. The implant had been depleted since (B)(6). The patient stated the battery did not last as long as they thought it should. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).